Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid/dist sfa of the left leg. Approximately 20 month post index procedure, the patient was treated with one admiral pta balloon during a revascularization of the target lesion. Approximately 4 months later, the patient suffered stenosis of the left femoral-popliteal. The event was related to the target lesion (l1). The patient was treated approximately two weeks later with bypass surgery. Outcome is resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.